Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was located in a moderately tortuous and calcified right superficial femoral artery. The lesion was predilated with a f/g sterling otw 7.0 x 20/135 (4f) balloon. On the first inflation, the balloon was inflated to twelve atmospheres. During the second inflation, the balloon ruptured at fourteen atmospheres. The balloon was removed intact. The procedure was completed with this device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).